Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying there was no milk backup and resetting the pump. The customer stated she washes parts after every use and only boils or uses the micro steam bags for sanitizing her parts. The customer was sent a replacement pump. In follow up with a complaint handler on 11/17/2023, the customer indicated that she developed mastitis on (B)(6) 2023 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 11/09/2023, the customer alleged to medela llc that she was having lower milk output when using the collection cups with her freestyle flex breast pump. She additionally alleged that she believes she had mastitis due to not being able to express her milk. Her breast pump display was also unresponsive.